Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and powered unit up into clinical mode. The fes ran the iabp unit on patient simulator and test catheter with no issues. The fse then checked the fault logs and was unable to verify any issues through the logs. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was locked and had abnormal rainbow stripes, but unlocked screen was found and the iabp worked. At 1315 the iabp beeped once then turned off completely. Pressed power button, the iabp turned back on and completed self check and continued to work ok. Register nurse (rn) checked all connections which were ok, however, noted the iabp was plugged into the bed outlet. Switched to wall outlet and the iabp unit was switched with another iabp unit. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was locked and had abnormal rainbow stripes, but unlocked screen was found and the iabp worked. At 1315 the iabp beeped once then turned off completely. Pressed power button, the iabp turned back on and completed self check and continued to work ok. Register nurse (rn) checked all connections which were ok, however, noted the iabp was plugged into the bed outlet. Switched to wall outlet and the iabp unit was switched with another iabp unit. There was no harm or injury to the patient and no adverse event was reported.